Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Note that only one microsensor was returned to codman for evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: kink in catheter material 36.5cm from the connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. Mfg. Date: 12/17/13. Trends will be monitored for this or similar complaints. No corrective action required based on the above evaluation. At the present time this complaint is considered closed.

Event description:
The affiliate reported "the microsensor did not read pic. The neuromonitor was changed but the situation was the same. (B)(4) 2014 additional information received from the affiliate explained that: 1. Were either of the devices used inserted in the brain? Yes. 2. Since two device were used and did not work, what did the surgeon do to resolve the issue? Opened another one, that worked well. 3. Were there any adverse consequences? No.